Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the images are blurry was confirmed. The probe¿s rubber tip is pulling away from the probe. The root cause is due to an adhesive failure.

Event description:
It was reported by the customer, "the display on the screen is not viewable. When another probe is used, the display is clear." No other information was provided.

Event description:
It was reported by the customer, "the display on the screen is not viewable. When another probe is used, the display is clear." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.